Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Unit was monitored for 24 hours, no blank display noted. No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarm noted. No isolated tape damage noted on lcd board. Unit received without battery cap unable to confirm damage. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose was 57 mg/dl, which was treated with food and juice. The customer explained that she had received a failed battery test alarm a few weeks back; she was sent a new battery cap, which in the past 24 hours became loose. The customer stated the display suddenly went blank, she tightened the cap and got a battery out limit alarm. The customer declined troubleshooting. It was advised to discontinue the use of the device and revert to a back-up plan or monitor the device if deciding to use it could turn off without warning. The insulin pump was returned for analysis.